Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache, nose bleed, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on sept 11, 2024 and section b5 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache, nose bleed, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed an unknown dust contaminant on the top enclosure, rear panel, ui panel, bottom enclosure, pca, inside iso port, blower, blower box, and blower seal, black hairlike contaminant on the flip doors, ui panel, rear panel, bottom, also observed a yellow contaminant on the flip doors, enclosure, and blower, top enclosure, rear panel, bottom enclosure, blower box, and inside iso port. A keratin like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes that they were not able to confirm the customer complaint. Section h6 medical device problem code, type of investigation, investigation findings and investigation conclusions has been updated in this report.